Event description:
Customer reported that the stylet came apart during procedure. Patient was transported to operating room to remove the broken piece. No permanent injury reported.

Manufacturer narrative:
Actual device received is currently under evaluation by the manufacturing facility. Results not yet available. Follow up report to be filed at completion of evaluation.